Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "revised due to dislocation and hip pain. Cup came out easy, no ingrowth. Hosp will not provide xrays. Surgeon said that pt had poor bone quality, surgeon did not attribute this to a failure of the component."